Manufacturer narrative:
Another lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The complete lead was returned to our quality assurance laboratory. Visual inspection noted set screw marks on terminal pin and ring and both tines remained intact at distal tip of lead. The lead failed the stylet insertion test due to dried blood in the lumen. However, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular lead may have dislodged as it had measured high thresholds and produced muscle stimulation. No further effects reported.